Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that while a female pt was in the cath lab this event occurred. The insertion site was the left femoral artery. During the insertion of the intra-aortic balloon (iab) into the teflon sheath, the balloon started to unwrap. At that time it became difficult to advance the iab into the sheath. As a result, the iab was removed and replaced with a new iab with success. It is noted that the iab was prepped per instruction. There was no report of pt death, injury or complications. The pt outcome is good.